Manufacturer narrative:
No pt demographic info available at the time of this report. Device was discarded and not available for eval.

Event description:
A medtronic ent rep reported that the surgeon reported difficulties with the navigus biopsy kit. The issue is that part of the screw has been reported to get stuck in the pt's head and cannot be removed. It is alleged that the tip of the screws, or the tip of the screwdrivers, are damaged. The surgeon must take out part of the screws with other instruments. This concern was not reported during a specific surgical procedure, but was stated in an e-mail from the surgeon to a medtronic ent rep. No specific pt info or surgery date was provided.